Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that less than 1 month after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.